Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon air leak occurred. The 3.2mm x 2.8mm in diameter, stenosed target lesion was located in the distal segment of the left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated. The physician suspected that the balloon has air leakage. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the device was pulled out slowly and tenderly to remove it from the patient.

Event description:
It was reported that a balloon air leak occurred. The 3.2 mm x 2.8 mm in diameter, stenosed target lesion was located in the distal segment of the left circumflex artery. A 10 mm x 2.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated. The physician suspected that the balloon has air leakage. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the device was pulled out slowly and tenderly to remove it from the patient.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection identified no issues on the hypotube shaft. A visual and tactile inspection identified no issues with the outer/mid-shaft or the inner lumen of the device. A microscopic analysis revealed there were no issues with the balloon material. There were traces of contrast media present inside the balloon. There were no tears or pinholes identified in the balloon material. The bumper tip showed no signs of distal tip damage, and no issues were noted with the blades. The pads were intact. The device was attached to an inflation unit and the balloon was inflated to the rate burst pressure and deflated with no issues. This was repeated three times and on each occasion the balloon inflated and maintained pressure with no evidence of a leak.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon air leak occurred. The 3.2mm x 2.8mm in diameter, stenosed target lesion was located in the distal segment of the left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated. The physician suspected that the balloon has air leakage. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.